Manufacturer narrative:
Insulin pump received with button error alarm and had no button response due to corroded keypad traces. Unable to performed displacement test due to no button response. Insulin pump received with broken reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, scratched reservoir tube window and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported the buttons on the insulin pump were unresponsive. Customer stated he was in (B)(6) and it was really humid and the buttons stop working. Customer's blood glucose was 250 mg/dl. Customer was trying to give himself a bolus and he couldn't press the buttons, they would freeze. Customer does not recall any significant event that may have led to the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.